Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and peripheral causalgia. It was reported that there was a loss of stimulation. The patient was not feeling stimulation even when they turned stimulation up to the highest setting. The patient stated that normally when they twist their neck they could feel stimulation but now they could not. There were no falls of traumas reported. When checking the patient programmer if was confirmed that stimulation was on. The issue stated in the middle of (B)(6) 2016. Additional information from the patient reported that the stimulator stopped working after a sudden stop in their truck while going less than 5 mph. This happened on (B)(6) 2016. There was intermittent stimulation from (B)(6). On (B)(6) 2016 it completed stopped working. The patient checked the battery and the programming with both seeming to be okay. There was no stimulation at all. The patient met the manufacturer representative at their health care professional (hcp) office and was told that something was wrong. This was clarified to be a displacement issue and the hardware not working correctly. The issue was not resolved. The patient was switching hcp's and wanted a referral to another hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.